Event description:
It was reported that the iab was in use on an elderly pt for over 30 days. The pt was moving in bed when the balloon on the iab filled with blood. The pt subsequently expired. The pt was very ill and iabp dependent, there is no evidence that the problem with the iab caused their death.